Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states power switch is defective causing no alarms.